Manufacturer narrative:
(B)(4). Batch # n5447v. Additional information was requested and the following was obtained: how was the procedure completed: used another new ntlc75. The following information was requested, but unavailable: did the device lock out and would not fire, (would not fire) or, did the device begin to staple and cut, but jammed so that the staple and cut lines stopped at approximately the same place, (partial fire): the analysis found that one ntlc75 device was returned in good visual condition and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal 1 driver up and the remaining drivers were down with staples present. In addition right gripping surface broken off making the reload nonfunctional. The device was tested for functionality with a test cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open gastrectomy, firing stuck. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.